Event description:
It was reported that a patient with a 23mm 11500a inspiris valve underwent redo aortic valve replacement after an implant duration of two (2) years, 11 months due to high gradients with ppm. The patient initially presented with dyspnea, fatigue, and heart failure. The explanted valve was replaced with a 25mm 11500a inspiris valve. The patient was stable post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.